Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms were received. Pump supplies were changed. Blood glucose (bg) was over 600 mg/dl and insulin injections were administered. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Intravenous insulin was administered. Customer was discharged on (B)(6) 2018 with elevated bg/dka resolved. Customer continued to use pump for insulin therapy.